Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they alleging possible insulin pump was under delivery because customer blood glucose remains high even after infusion set change and it did not give any alarm warning, that insulin flow was blocked. The customer blood glucose level was 264 mg/dl at time of incident and treated with manual insulin injection. Customer had whole body aches due to 108 degrees fever. Customer reports they feel okay to troubleshooting. Customer states auto mode feature was active. Customer declined to test insulin pump. The insulin pump will be and reservoir will not be returned for analysis.